Manufacturer narrative:
Device returned to manufacturer: the comet pressure guidewire was returned and analysis was completed. The investigation noted that the shaft showed damage in the form of one kink. The kink was located 177cm from the tip of the device. The shaft also showed peeled coating at the 177cm location. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, and there was no difficulty in connecting the wire. The guidewire was then inserted into the pressure test fixture. The pressure was raised and lowered to confirm that the wire was reading pressure at the time of return.

Event description:
Reportable based on analysis completed 03 april 2019. It was reported that the185cm comet pressure guidewire would not zero. The procedure was completed with another of the same device with no patient issues. However, returned device analysis revealed some slight peeling of the device coating.